Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Analysis of the ins ((B)(4)) found insignificant anomalies. Analysis of the lead ((B)(4)) found the body's outer insulation was cut. Analysis of the lead ((B)(4)) found that the distal end insulation was broken under the electrode. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the area over the stimulator had a large red streaking mass. The area was reddish, itchy, swollen and painful. The patient stated it hurt to get up and walk around and she had trouble sitting and couldn¿t lean back on the side where the stimulator was. The patient had seen her healthcare provider twice but they didn¿t know what was going on. The patient noted it had been over two weeks since she reached out to her healthcare provider. The patient was directed to follow-up with their healthcare provider as the issue was continuing. The indication for use was non-malignant pain. No device issues reported. Additional information was received from the consumer reporting that for the past 2.5 months (since 2019) they had a rash at the ins and lead sites. The rash covered a large area. The hcp was reported to be aware but unsure of the cause. Materials of the devices were requested by the caller for review. Additional information was received from the patient on (B)(6) 2019. The patient has a "rash" - a large area of red, streaked skin over the battery and over where the leads are attached to the battery. Also, the battery pocket is very sore. Their allergist needs to know the component materials of the battery and the leads. Patient services emailed the patient redirecting them to follow up with their healthcare professional (hcp). Additional information was received from the patient. The patient reported that a dermatologist gave her steroid creams and they didn¿t help. The patient reported that an allergist prescribed antihistamines and a cream; also did a patch test for allergies. The patient reported that the rash wasn¿t resolved as it was about half as red and less itchy but the spinal cord stimulator (scs) pocket remained sore. Additional information was received from the patient on (B)(6) 2019. The patient reported that she had an allergic reaction to the scs. The patient reported that her doctor didn¿t believe her. The patient noted that this had been going on since (B)(6) 2018. The patient reported that the dermatologist and allergist say, ¿allergic reaction.¿ the patient reported that besides the rash, the pocket was very sore, causing pain when she sat or walk for more than a few minutes. Additional information received from a manufacturer's representative and a healthcare provider on (B)(4) 2019. It was reported that the patient's ins was explanted on (B)(6) 2019 because the patient was allergic to cobalt (which was used in the ins and leads). The issue was resolved. No further complications reported.